Manufacturer narrative:
Patient identifier: sid (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98. The evaluation of complaint data for the product and likely cause architect stat high sensitive troponin-I reagent lot 08405ui00 identified normal complaint activity. No customer returns were available for evaluation. A review of field data was evaluated and the patient median result for lot 08405ui00 was found to be within established baselines and confirms the performance of this lot is not compromised. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. The performance of the likely cause lot was investigated by completing a review for non-conformances, potential non-conformances and deviations related to the likely cause lot. This review did not identify any non-conformances, potential non-conformances or deviations. A review of labeling concluded that the issue is sufficiently addressed. No product deficiency was identified.

Event description:
The customer reported falsely elevated architect stat high sensitive troponin-I results on two patients. Results provided: (B)(6) 2020 sid (B)(6) = 68.7 pg/ml, previous values = 18 weeks earlier = 132 pg/ml / one year ago = 161 pg/ml, reference range: (females = 15.6 pg/ml, males = 34.2 pg/ml, and overall population = 26.2 pg/ml). Troponin-t = 10.5 pg/ml (reference range: < 14.0 pg/ml); (B)(6) 2019 sid (B)(6) = 116 pg/ml, previous values: 14 days earlier = 123 pg/ml / 18 days earlier = 173 pg/ml, troponin-t on 10ec2019 = 6.1 pg/ml. No impact to patient management was provided.